Manufacturer narrative:
The suspected device has been received by the manufacturer for evaluation; the returned vertek arm is well worn with all the color removed. However, the vertek tightened without issue and both ends lock down. No problem found, unable to confirm complaint.

Event description:
A site representative reported their vertek arm will not fully tighten and remains loose. This event was reported outside of surgical use and no patient was present.